Event description:
It was reported that one week post implant, there was no capture at maximum outputs and no sensing polarity. The lead appeared to have dislodged to the thoracic cavity. It was also reported that the patient had a lot of tissue problems which made it very difficult for the doctor to suture. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.